Event description:
The customer reported to olympus, when the video system was turned on for a cystoscopy procedure, a text appeared, and the bottom of the screen had bars, but no image was noted. It was noted, when scope was plugged in, the device had no image. Subsequently a similar device was used. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned and evaluated, and the reported phenomenon was not confirmed / duplicated. In addition, the following non-reportable phenomenon were identified during evaluation: worn out light connector and worn out battery. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible wear and tear damage occurred over time. However, because the phenomenon was not duplicated during device evaluation, a specific root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.